Manufacturer narrative:
A service report completed and dated 09/29/2017 by a dmtj field service engineer indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the compact delta operating manual. The details concerning the patient outcome are as follows: after eswl was performed on (B)(6) 2017, the patient was hospitalized with a subcapsular hematoma. The patient required a blood transfusion (rbc:4 unit) and long-term hospitalization. No fault with the device as manufactured. Device was found to be functioning within dornier specifications. This event occured in (B)(6). Dornier medtech america, inc. (The importer) is submitting the report on behalf of dornier medtech systems gmbh (the manufacturer) per exemption number e2012002.

Event description:
"Subcapsular hematoma was a known side effect, but a blood transfusion(rbc:4 unit) and long-term hospitalization were necessary."